Manufacturer narrative:
Upon review of the device history for the serial number (B)(4), it was determined that the glidescope avl video baton 3-4 was manufactured on 19-feb-2014 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Due to the age of the device and the fact there are no repairs available, the customer elected to replace the unit. The video baton used in the event was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. However, it is likely that the age of the device, four (4) years, caused or contributed to the event. No further investigation required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear when the cable was flexed. The customer indicated the procedure was completed using the same baton and there was no delay in the procedure noted. No harm to the patient or the user was reported.